Event description:
False positive result (s). I'm not new to covid at home rapid tests (6 kids with 5 in school, we have had to take quite a few of them) but I am new to flowflex. My daughter and I have been sick with a scratchy throat and cough. We both took one. She is completely negative and I have a very faint (but very noticeable) pink positive 2nd line on my test within the 15 minutes. Called my husband who came straight home from work. Took another flowflex test with him (and made sure we followed all directions carefully). Same thing happened. A 2nd very faint pink line appears within the 15 minutes.l indicating a positive result. I seen the reviews regarding the false positives so I did take another covid test from a different brand just to be sure and that one was completely negative. More confused I started looking for somewhere to take a pcr test. The next day, I was able to get a pcr test done. Results just came back and negative. If the pcr is negative then it definitely had to be a false positive. I am just in shock. Price wise it is a good value compared to other test but it definitely seems to give some people false positives, and I have witnessed it first hand.